Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a double curve watchman fxd curve access system (was) was advanced during transseptal crossing. Approximately two minutes following the completion of the transseptal crossing, a long, string-like thrombus was seen attached to the was via transesophageal echocardiography (tee). Following transseptal crossing, a full dose of heparin was given to the patient. The physician attempted to aspirate the thrombus, and the thrombus was pulled out of the left atrium. Additional heparin was given and multiple activated clotting times were drawn until the patient had an activated clotting time over 300 seconds. A 35mm watchman flx closure device was then implanted successfully to complete the procedure. The patient was discharged home the same day post procedure.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a double curve watchman fxd curve access system (was) was advanced during transseptal crossing. Approximately two minutes following the completion of the transseptal crossing, a long, string-like thrombus was seen attached to the was via transesophageal echocardiography (tee). Following transseptal crossing, a full dose of heparin was given to the patient. The physician attempted to aspirate the thrombus, and the thrombus was pulled out of the left atrium. Additional heparin was given and multiple activated clotting times were drawn until the patient had an activated clotting time over 300 seconds. A 35mm watchman flx closure device was then implanted successfully to complete the procedure. The patient was discharged home the same day post procedure.